Event description:
It was reported a lead fracture was noted by oversensing on the right ventricular lead during follow-up. The center reported that the"sensing portion of the lead was capped". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received.